Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the side rail latch has bent and broken hardware. The account replaced the side rail center arm assembly, mounting bracket and the side rail control cable to resolve the issue.